Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: during the case, the device closed but would not fire. The surgeon opened and closed and attempted to fire again at 4.8 range with no luck. The surgeon then removed the device from the tissue and attempted to fire in air and the same result occurred. Another ralc was reloaded and fired fine without incident. Finally, another ralc was placed on and placed around tissue again and fired without incident.